Event description:
It was reported that when the physician was placing the powertrialysis, he felt resistance from the guidewire an notices it was unraveling. Only guide wire is kept. Guidewire is part of the kits listed in attachment.

Manufacturer narrative:
This complaint is confirmed and will be considered user related. A damaged guidewire has been returned for evaluation. The damage to the guidewire is isolated to the proximal end of the wire. The "j" bend located at the distal end is unremarkable. The damaged area of the guidewire shows it to be stretched and elongated. The outer coils of the guidewire shows it to be stretched and elongated. The outer coils of the guidewire have permanently deviated and are no longer concentric with the rest of the coils. The center core wire has sheared away the proximal weld tip and is observed protruding through the elongated outer coils. These are indications the center core wire has broken due to the guidewire being severely stretched. The user should not pull the guidewire back over the needle bevel as this may damage or sever the guidewire. The introducer needle was not returned for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.